Manufacturer narrative:
Qc was within limits before the event. Service was not dispatched for this event. Raw data was requested but not provided. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of the instrument results. The root cause for the missed blast flagging is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) stating that the coulter lh 750 analyzer did not flag a specific patient sample containing blasts. Manual differential review indicated 60% blasts. The complete differential count was not provided, only the blast results were received. The customer reported out the manual differential results. The erroneous results were not reported out of the lab. There was no death or injury and patient treatment was not affected.